Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead had dislodged one day post implant. Subsequently, this patient underwent a revision procedure and this lead was explanted and successfully replaced with a different lead. No additional adverse patient effects were reported. At this time, there is no evidence to suggest the lead will be returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this lead had dislodged one day post implant. Subsequently, this patient underwent a revision procedure and this lead was explanted and successfully replaced with a different lead. No additional adverse patient effects were reported. Additional information: this lead has been returned and analysis has been completed. This report has been updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Please note: patient code 3191 captures the reportable event of surgery.